Manufacturer narrative:
Per tandem's user guide, ¿always confirm that the decimal point placement is correct when entering bolus information. Incorrect decimal point placement can prevent you from getting the proper amount of insulin that your healthcare provider has prescribed for you.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered 25 units of insulin instead of 0.25 units due to user error. Customer confirmed that the site was disconnected before the bolus was completed. Tandem technical support provided additional training in regards to bolus deliveries. The customer's blood glucose (bg) level was 175 mg/dl.